Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) changeout procedure. During unpairing of the device, it was observed that the lp had gone into backup operation. While attempt to restore the device, an error message was received. No further information was received.